Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ had foreign matter. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Three photos were received and evaluated. A single assembled 3ml syringe and top webs from 2 package were seen in the photos. The syringe was filled with 1ml of clear liquid and had a red tip cap attached. A large white foreign matter body could be seen inside the barrel next to and just above the stopper in the fluid path. The fm could not be identified from the photos provided, however it was clearly larger than level 3 in size and is rejectable per product specification. It is difficult to determine whether the manufacturing process contributed to the foreign matter observed or whether the foreign matter was introduced at some point during product manipulation. Physical sample would be required for fm evaluation. Based on the photos provided the source of the foreign matter could not be determined at this time. The source and root cause could not be determined at this time. Furthermore, the batch # is required for further investigation. A device history record review could not be performed due to unknown lot number.

Event description:
It was reported that bd plastipak syringe luer-lok had foreign matter. There was no report of exposure, injury, or medical intervention.